Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that no image is displayed due to a cable failure when disconnected. However, the root cause of the failure could not be determined. Additionally, it is possible the phenomenon of the delay is was caused by no image displayed due to the cable failure. The root cause of the phenomenon could not be specified. The event can be prevented by following the instructions for use which state: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, but the customer's allegation could not be confirmed. Additionally, the device evaluation found the image produced would intermittently cut out when the cable was bent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the 4k autoclavable camera head was not producing an image. The issue was found during a therapeutic hysteroscopy. The procedure was delayed an additional 20 to 30 minutes as another device was retrieved to complete the procedure. There were no reports of patient harm.